Manufacturer narrative:
The lens was returned in the base of the disassembled lens case. The lens had been cut into two pieces across the center of the lens. This was typical of a removal. The lens was cleaned with klrp. The optic had a narrow scratch on the anterior surface. The scratch started at the edge of the gusset and went toward the center. This damage was similar to damage caused by forceps. The optic edge was chipped and had forcep prints near the cut area. This appeared to be removal damage. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No damage observed. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause may be related to a failure to follow the IFU (instructions for use). The retuned lens was scratched. The optic had a narrow scratch on the anterior surface. The scratch started at the edge of the gusset and went toward the center. This damage was similar to damage caused by forceps. The returned cartridge was evaluated and no damage was observed. Top coat dye stain testing was conducted with acceptable results. Inadequate viscoelastic was observed in the cartridge. If the lens is loaded correctly, the anterior surface does not contact the inner lumen of the cartridge. Anterior surface damage may be caused by forceps or a plunger override. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, a scratch was noticed on the lens after loading the lens in the patient eye. Subsequently the lens was removed during initial procedure and the procedure was completed on the same day by another unspecified lens. In the surgeon's prognosis patient condition was good and issues was resolved. Additional information has been requested but is not available at the time of this report.